Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implant sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent breast augmentation revision with unknown saline breast prostheses. After a mammogram, the patient felt that the left side was softer, smaller, and felt the valve thru the side. It was eventually identified that the right breast prosthesis was deflated. As a result, the patient underwent removal on (B)(6) 2018.